Manufacturer narrative:
(B)(4). Only event year known: 2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified.

Event description:
It was reported that pre op to an unknown procedure the circulator went to open a pcee60a and opened the outer box and when she pulled out instrument package, the tyger had already been torn open so was rendered non-sterile. The outer box was in tact so she felt like it had not been opened in or.